Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were 200 mg/dl at the time of the incident. The customer stated that the insulin pump error had occurred before. Troubleshooting was performed. The insulin pump is returning for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. No audio or beep anomaly noted. Unable to confirm watchdog timeout alarm due to blank display.